Event description:
The customer reported that during a routine check of the unit, while the unit was in use on a pt, "no ac power was available from the support module". The unit was operating on dc power. The pt was switched to another unit and therapy was continued. No pt injury was reported.